Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were in the emergency room (ER) because they were getting electrical shocks from the stimulation and could not turn the stimulation off. The issue began last night or early this morning. Patient mentioned the stimulator had gone crazy, the stimulation kept jerking them, and they were also having back pain problems down the left side of their body. During the call agent attempted to troubleshoot with the patient programmer but kept getting the sync screen when they placed the back of the programmer over the implant and pressed the sync key. Patient was unable to connect with the programmer. Patient's husband was grabbing the recharger from the car. Agent placed patient on hold and patient disconnected the call. Agent was unable to collect representative information. Agent made an outbound call and left a voicemail for patient to call back to troubleshoot. Patient called back and during the call patient was able to charge the implant and turn off their stimulation. Patient clarified that they actually had the programmer antenna plugged into the programmer. Patient placed the programmer antenna over the implant and was able to connect to the implant and saw their therapy screen. Agent redirected patient to their healthcare provider (hcp) if they were still getting electrical shocks or jerks after adjusting stimulation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.